Event description:
In 2005, while attempting to place a drug eluting stent through another taxus express2 stent, the hypotube had snapped off. The stent delivery system was removed from the pt. Three more taxus express2 stents were attempted and also unsuccessful in crossing the lesion. The procedure was completed with two medtronic driver stent. There were no reported pt complications.